Event description:
It was reported that shortly following the implant procedure, the patient was admitted to hospital due to a right atrial (ra) lead perforation. The physician performed a pericardial effusion drain and the ra lead was surgically repositioned to resolve the event. The patient was stable and no additional adverse effects were reported. This lead remains implanted and in-service.